Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she experienced low blood glucose levels during the night. The customer needed assistance with an infusion set change as well. During the call, the customer stated that her blood glucose was greater than 600 mg/dl. The customer's daughter got on the phone, and stated that they called the hcp, and they recommended the customer go to the hospital. Advised the daughter that she should have the customer follow the hcp's instructions. The daughter agreed, and stated she would be taking her to the hospital. Called the customer a few times to follow up, but got no answer. Left messages to call back for hospitalization information and to troubleshoot. Nothing further was reported.